Manufacturer narrative:
Vyaire file identification: (B)(4). The customer reported that they will not return the defective part/unit for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the vela ventilator does not run unless on battery power during the est/uvt (extended systems test/user verification tests). It was confirmed through email response that the main battery condenser was showing physical signs of leakage causing the device failure.